Event description:
It was reported that there was a power on reset (por) condition and a ¿call your doctor¿ icon. It was noted the patient was not able to adjust stimulation. The reporter noted the patient charged the implantable neurostimulator (ins) on (B)(6) 2013 and that evening she encountered a por message which switched to end of service (eos). It was noted the patient recharged on (B)(6) 2013 and the ins was working well through (B)(6) 2013. The reporter noted the patient had no stimulation sensation. It was noted the patient had to go into the hospital because the pain was so bad that it was triggering off her epilepsy. It was noted that symptoms occurred following the eos message. It was further reported that the patient lost stimulation on (B)(6) 2013 and went to the hospital on (B)(6) 2013. It was noted the patient had 4-8 bars and then a physician mode reset (pmr) was done. It was noted the manufacturing representative met with the patient on the day of the report and checked the device which was full. It was noted the patient was getting good coupling but charged really fast. It was further reported than the battery became overdischarged and a reset was performed. After the reset, the patient felt the stimulation and the patient recharged the battery in full. However, two hours later, the battery was in overdischarge again. The reporter noted a pmr did not successfully reset the device. It was noted there was reprogramming done. It was noted the patient went into the emergency room (ER) complaining of intense pain because her stimulation was not working. After interrogation of the battery, the patient¿s stimulation reported the last session was (B)(6) 2012. It was further reported that the stimulator usually gave the patient pain relief and she was currently at 85% pain relief since eos. The reporter noted that the patient went to the hospital on (B)(6) 2013 because she was doubled over in pain and the oral medications were not enough. It was noted that there was diagnostic testing done on the night of (B)(6) 2013. It was noted that on (B)(6) 2013, the ins was on until about 9am and then turned off and on (B)(6) 2013, turned itself back on. It was further reported that the cause of the por/eos was due to the patient not charging the device properly. It was noted that the issue was a malfunction and multiple battery ¿jump starts¿ were used to intervene. The reporter noted that the patient was going to get a new battery.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(6), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(6).

Event description:
Additional information reported the patient "believed it (the ins) was malfunctioning." It was also restated that the patient experienced an "early eos."